Event description:
The 6f avanti introducer sheaths are repeatedly blocked by thrombus.

Manufacturer narrative:
This medwatch reflects five products with the same catalog and lot number. Additional information will be submitted upon 30 days of receipt.